Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review: the system was used on 22jul2021 with no issues. The next time the system was used was on 26jul2021, the user was notified that the batteries had exceeded their two year service life. There is no indication that an inadvertent date change caused the issue. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'batteries have exceeded 2-year service life' message earlier than expected. The perfusionist clicked the ok button and proceeded with the case. There was no delay, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.